Event description:
The battery clip was corroded due to a potential battery leak.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a constant alarm was confirmed during the evaluation of the returned power module serial number (B)(4) performed at the edc service depot. Visual inspection revealed a corroded backup battery clip. The 12v sla battery, serial number (B)(6) (ma date 15sep2022/exp date 31aug2025) was in unremarkable condition. The backup battery clip and the rubber vent bands were replaced. A full functional test was performed and the power module passed all steps. In conclusion, the reported alarm was related to a corded backup battery clip. Although a specific root cause for the corrosion was not able to be determined, it appears that the corroded battery clip could be related to a potential leaking sla battery. The specific backup battery associated with the corroded clip was not able to be identified. The device history records were reviewed and the record revealed the power module was manufactured in accordance with mfg and qa specifications. Using the power module is addressed in instruction for use (IFU) section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Heartmate 3 patient handbook and instruction for use (IFU) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Instruction for use (IFU) safety checklists ¿yearly safety checklist¿: schedule a power module inspection and cleaning with company-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. Power module precautions and backup power usage are documented in the heartmate power module instructions for use (IFU). According to the heartmate power module IFU, the pm¿s internal backup battery is rechargeable. However, it has a limited lifespan. It will be replaced during annual pm service/maintenance service for the pm (at least once a year). No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that the power module had a constant alarm when connected to power.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.